Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. Reportedly, the customer received a low power alarm. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. There was no reported impact to the customer's blood glucose level.